Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot#: (B)(6) h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Logs captured two sessions on the date of issue. In one session site performed registration, site did both touch and trace registration with an accuracy of 2.0mm collected a good amount of trace points and 8 touch points in which only one point was successfully verified. Two points were in the yellow zone of accuracy and rest all points were not verified. Archive has 2mr exams with 192 slices and also did registration with an accuracy of 2mm, two plans were found. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. H6: b01, c19 and d14 apply to the system checkout. D15 applies to the software concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system during a cranial biopsy procedure. It was reported that during a procedure, the site reported that a registration was completed with an error metric under 2 mm. The site verified registration and checked multiple landmarks for accuracy, the surgeon approved registration accuracy. The site then draped and checked accuracy again, this time accuracy was reported as being "1 cm off the skin." The site replicated the issue with multiple different probes. The site re-registered and the issue was resolved. The site reported the reference frame was not bumped or moved during draping procedure. The site reported the reference frame was oriented correctly and was secured tightly. There was less than an hour delay in surgery. There was no impact on patient outcome.